Event description:
It was reported that the device data was not transmitted due to care alert and charge time extension. As batter voltage extremely went down to 2.52v with charge time extension. The patient was told that the reported device could not be charged currently and defibrillation therapy did not work. Cardiac functions of the patient were improved with primary prevention, and the attending physician considered that defibrillation therapy would not be needed for the patient till a replacement procedure. A replacement procedure is scheduled to be performed earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery. Per mecc analysis updated to include charge time out and root cause of battery severing, short in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.